Manufacturer narrative:
The soft cannula was observed to be kinked, however, the timing and cause of the damage could not be determined. The kink did not prevent fluid from exiting the distal tip of the soft cannula. Blood was observed on the adhesive pad and in the distal tip of the soft cannula. The formed needle and bottom housing were inspected, and no abnormalities were found that would contribute to the reported bleeding and bruising. The cause of the bleeding and bruising could not be conclusively determined. No other damages or defects were found that would result in a failure to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 315 mg/dl while wearing the pod longer than 48 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent. Bruising at the infusion site was also reported. As treatment, a bolus was administered.